Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was when patient (pt) was trying to recharge their implant last night pt could not find their implant to charge (pt verified they were getting no device found), then the recharger (rtm) antenna was getting hot. This morning pt tried to charge their implant for 2 hours and they could not find the implant battery; pt noted the equipment overheated twice this morning. The pts implant was now down to 30% and they could not charge the implant. When asked for an event date pt noted the problem over heating was about a week ago but they could get it to work. Pt noted that the issue actually happened a couple times over the last month and then once last night and twice this morning. The patient was sent out a replacement recharger (rtm). No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a recharger antenna failure; the "no device found" message was noted and there were 0s in passive recharge mode. The insulation was pulling out of the recharger donut. The device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.